Event description:
Patient reported through company representative "severe hardening of the breasts, capsular fibrosis, recall, the look changed significantly, severe pain and damaged and torn down". This record is for the right side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported through company representative "severe hardening of the breasts, capsular fibrosis, recall, the look changed significantly, severe pain and damaged and torn down". This record is for the right side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.